Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. The patient reported obtaining blood glucose readings of "152 mg/dl" with the subject meter and "107 mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the difference between the glucose tests exceeds the expected value of less than or equal to 30%. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.